Manufacturer narrative:
Updated: a2, a5, b2, b3, b4, e3, e4, g2, g3, g6, h2, h10, h11. Updated with medwatch information.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11. Distribution history the complaint product was manufactured by csi. Manufacturing record review a review of the device history record could not be performed because the lot/serial number was not provided. It should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Historical complaint review a review of the 2-year complaint history showed similar reported complaint wound separation is reported. However, in those cases, no further information was provided and no evidence to confirm the complaint was found. Product receipt the complaint product was not returned to csi. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. A definitive root cause for this issue could not be determined. Details regarding the specific surgery, procedural steps, and the physician's technique and level of proficiency are unknown. The IFU outlines the proper closure technique and provides considerations intended to minimize superficial or external staple placement; however, the post operative care performed in this case is also unknown. Wound separation is listed as a potential adverse reaction in the IFU. Additionally, the manufacturing records for the staples included in this stapler lot were reviewed, and no nonconformities were identified. Root cause a definitive root cause for this issue could not be determined. Details regarding the specific surgery, procedural steps, and the physician's technique and level of proficiency are unknown. The IFU outlines the proper closure technique and provides considerations intended to minimize superficial or external staple placement; however, the post operative care performed in this case is also unknown. Wound separation is listed as a potential adverse reaction in the IFU. Corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.

Manufacturer narrative:
B3: (B)(6) 2025. Device was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a cesarean section delivery in (B)(6) 2025. The insorb stapler was used for surgical site closure. The surgical site dehisced post-op and required closure. No additional information was provided. (B)(4).